Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator recharger (insr) was beeping every five seconds continuously. A reset had been tried. Since getting it to go charge the implantable neurostimulator (ins), the first time they were able to charge to ¾ full. Then it displayed a circle and it was beeping. The patient contacted the manufacturer and a reset was performed. The last couple of times charging, it charged up to ¾ full and shut off. The patient had tried to reset it several times with no success. The patient noted always having to reset the insr, but could not get it to stop this time and was frustrated. Additionally, the patient noted ever since the ins was placed, the patient waited and never had a full charge, noting that it was not lasting as long. No patient harm reported, no symptoms were noted. Indication for use included rsd-causalgia complex regional pain syndrome, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.